Event description:
It was reported by international mallinckrodt facility, (canada), that a homecare pt intubated with a size 4 dcgs, disposable cannula cuffless tracheostomy tube experienced tracheal bleeding and discomfort and required medical intervention. The pt was reintubated and has returned to baseline condition. Limited info is available regarding the event, the length of time the device was in use or what type maintenance was practiced. The reported size 4 dcfs device and a size 4 cfs device were returned to the MFR on 04/08/1998 for decontamination, analysis and investigation. The MFR's device evaluation results are recorded on section h. Of this report.